Manufacturer narrative:
This report is submitted on june 20, 2017.

Event description:
Per the clinic, the patient experienced a skin flap infection and subsequently was treated with antibiotics (type and date not reported). However the issue could not be resolved, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device on the contralateral side during the same surgery.